Event description:
The initial reporter stated that the pump did not acknowledge a bolus request. They stated that it would not deliver after the bolus button was pressed. Mmd did follow up with the initial reporter, who stated that the complaint occurred during testing and did not affect a patient. No other information was provided. (B)(4).

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and a non-conformance was found, but it did not affect this serial number. When the device was returned to mmd for investigation the pcb had failed, and this caused the pump failure to deliver via bolus. The pump was serviced to correct the issue.